Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following: ICU medical secondary sets sometimes wouldn't always flow. Detaching and reattaching the secondary set to the port on the primary IV set would resolve the issue. No patient harm reported. No other details provided. Sometimes experience volume left in the bag following the infusion. No patient harm reported. No other details provided. When circle priming, sometimes the alaris pump module would not prime and would have to keep pressing the restart key to prime the tubing. No patient harm reported. No other details provided. Experienced issues with uploading a new data set. After power cycling a few times, it would resolve the issue. No other details provided. Tpc reviewed uploading a data set with clinicians.

Manufacturer narrative:
MDR made in error it was a duplicate.